Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was used in the kidney/ureter during a ureteroscopy with stone retrieval procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the entire basket cage detached from the sheath. The sheath of the basket was removed, and the handle of the basket was discarded. Another zero tip¿ basket was used to retrieved the detached basket cage, and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".